Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned for analysis and tested with no anomalies found; proximal conductor blood found; outer insulation melted and breached cut.

Event description:
It was reported that there was muscle/nerve stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.